Event description:
The disposable loading unit was used with an auto suture multifire endo gia 45-3.5 disposable stapler during a thoracscopic wedge resection. Reportedly, the staples did not form properly. The surgeon resected the tissue and applied another device. The hospital has reported that the patient's condition is satisfactory.